Manufacturer narrative:
The hill-rom tech found the right siderail end tube inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the right siderail end tube to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the right siderail was not staying in the up position. The bed was located at the account in the repair shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).